Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1030296 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1030296 and test base part number 190-430 / lot 103029. The lot met the required release specifications. A review of the complaints reported as xxxxxxxx patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1030296 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified..

Manufacturer narrative:
Correction b1.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 7 occurrences of false negative results with the ID now covid-19 assay. Confirmation testing was performed with pcr generating positive results. No additional patient information, including treatment and outcome, was provided.